Event description:
Event: (cc# 98-00683) the waveform dampened and the iab was removed. A second iab was inserted into the patient. (Multiple event to customer complaint number 98-00684, 98-00685) on 10/20/98, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 6/4/98. [Patient's current status]: unk - rpt'd 6/4/98.